Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had a black screen. When starting the equipment, the screen does not work. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6(clinical and impact code) updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a black screen.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Could not replicate failure. Equipment undergoing testing for several days. Functional tests. Equipment suitable for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.